Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. It was observed that the cover tube had been rotated on the loading unit adapter and pulled proximally which was causing the device to be difficult to load into an instrument. The reload was applied to test media with proper transection and staple formation. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of the rotated cover tube can occur if the cover tube is forcibly rotated in the incorrect direction during loading. This causes the alignment window in the cover tube to ride up and over the alignment notch on the adapter and can cause the reload cover tube to become loose making the reload difficult to load.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during lap. Radical prostatectomy procedure, when the surgeon pushed the blue button to fire staples, the I-beam got stuck at the beginning phase of firing. At the same time, the blinking blue light showed on the status indication window. Then, he pushed the blue button again to fire and the I-beam did not move at all. He pushed the silver button to retract the I-beam and then took the idrive out of the patients cavity. He ordered the scrub nurse to prepare another reload completed the procedure. There was no damage to patient at all.